Event description:
Customer reported that the provue analyzer is interpreting weak antibody screens as negative. However, upon visual inspection and manual repeat testing, positive(1+) reactivity was observed.